Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw portion of the locator abutment fractured. The doctor is requesting a replacement.

Manufacturer narrative:
One locator abutment was returned to zimmer biomet. The device was shipped to the supplier (B)(4) for evaluation. A visual inspection revealed that the post fractured at the minimum diameter. The complaint is confirmed. The supplier noted that no product defects were noted. A root cause cannot be determined. The following sections were updated: date of this report, manufacturer, contact office, manufacturer's contact office, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture unknown, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.